Manufacturer narrative:
The event occurred in (B)(6). This medwatch report is for the suspect device used in the compact plus system (lot number 208068, expiration date 04/30/2014). (B)(4). Device was not returned.

Event description:
Customer received a result of 402 mg/dl on the mobile system and a result of 110 mg/dl on the compact plus system within 10 minutes. No actions taken based on device results. No adverse event reported. Requested return of suspect device, however, the test cassette was not returned.